Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room by emergency services on (B)(6) 2025. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod between 49 and 71 hours. The patient reported insulin leaking from the pod site. The patient then called emergency services and was taken to the emergency room. Treatment information was not reported. The patient was discharged the same day. No further information is available at this time.

Manufacturer narrative:
Cloud data from the user for the day of 27oct2025 was downloaded and reviewed. Review of the patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. The phb data showed that the system started the day in automated mode: limited due to the sensor being out of calibration. Once valid values were received, the system transitioned to automated mode. A pod change occurred between 18:26 and 18:31, which required the system to be transitioned to manual mode. The system was put into automated mode: limited for 20 minutes after pod activation, as expected. Once the 20 minute warm-up period was over, the system transitioned to automated mode. No evidence of an overdelivery of insulin or of any issues with the system was observed in the available data. Without physical testing of the pod, it cannot be determined if the pod was leaking during wear. The exact cause of the reported leaking during wear could not be determined. Lot release was found to have met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod between 49 and 71 hours. The patient felt weak, dizzy and their body was shaking. The patient reported insulin leaking from the pod site. The patient drunk coca cola and ate an apple, then called emergency services and was taken to the emergency room (ER). At the ER the patient had a vital signs check, infusion with glucose and food. The patient was released from the ER 8 hours later.

Manufacturer narrative:
Additional information from the patient regarding this event was received on 22nov2025 and has been included in section b5. Dizziness and malaise added to health effect clinical codes in section h6.